Event description:
While utilzing angiojet in peripheral case, after most of blood clot was aspirated, the angiojet and tubing malfunctioned. Saline line was checked and found functional. Clinical manufacturer rep contacted and was unable to resolve.